Manufacturer narrative:
The patient was diagnosed with peritonitis on an unspecified date in (B)(6) 2016. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis. The breach was further specified as a touch contamination. The patient was hospitalized for the event and treated with unspecified antibiotics (dose, and route unknown). On an unreported date, the patient¿s catheter was removed, pd therapy was discontinued and the patient returned to hemodialysis. The patient outcome was not reported. Additional information is not available.